Event description:
It was reported that the patient's right ventricular (rv) lead exhibited low pacing impedance. The rv lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.